Manufacturer narrative:
Reporters address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system secondary medication sets underinfused. Per the nurse, when infusing "a medication using the secondary tubing, there always seems to be some remainder in the last bit of tubing". It was further reported, "the primary bag is 3-4 inches above the pump with the secondary about 11 inches above that (when the hanger is fully extended)". The nurse reported, there is "usually a couple ml in the secondary tubing, whether that is led or primary fluid". The infusion rates are variable ranging from 500ml to 10 ml in terms of primary infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was visually inspected, and solution was observed in the set chamber and bag. The reported condition was not verified. Due to the nature of the sample, no further testing could not be performed. Should additional relevant information become available, a supplemental report will be submitted.